Event description:
Tubing split. It was reported that at the initiation of a taxol infusion the patient noticed fluid dripping on the tubing. Reportedly, the tubing "cracked" or "split" approximately 1/2 inch distal to the clave y-site. The split was described as 2mm long, lateral, across the width of the tubing and not the length. When the fluid leak occurred, the patient grabbed the tubing which resulted in the patient having contact with the taxol on their hands, sweater, pants, and left upper thigh. The patient's clothes were removed and the skin scrubbed with soap and water. The taxol was discontinued and saline was connected to the patient's IV access. Once the patient's skin and clothes were "attended to", the same taxol bag was used with new tubing and the taxol resumed. The patient did not experience any adverse sequelae. Though requested, there was no further information available.